Event description:
A malfunction on a pump was reported by the customer, who did not experience any notable events prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump after confirming multiple occurrences of the malfunction. The customer, who was using a pump still under warranty, was informed about the updated software in the replacement unit and provided with instructions on storage mode and return procedures. Customer reverted to an alternative method of insulin therapy.